Event description:
Pt was transferred in an emergent manner from a neighboring facility. Pt had an apparent history of hypertension and computed tomography scan in the emergency room showing retroperitoneal bleeding and an abdominal aortic aneurysm. Retroperitoneal hematoma was opened and the old endomed graft device was removed.